Manufacturer narrative:
A manufacturing evaluation was completed: the investigation has shown that the pliers are used and show signs of wear and tear. The feather is broken. At the time of manufacture, the pliers are assembled correctly and 100% inspected (functionality and visual check). The hardness testing measurement results is within the tolerance range. The complaint is confirmed but not due to a manufacturing issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Additional device product code is htc. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during an unspecified surgery on (B)(6) 2016, the pliers (forceps) for screw broken removal broke. There was no prolongation of surgery or patient harm reported. This report is 1 of 1 for (B)(4).